Event description:
This lead was implanted on (B)(6) 2006. Patient called medical records on 7/25/11 and stated that she had a procedure on (B)(6) 2010. She states that the leads were bumping, possibly caused by lead threshold being too low. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).